Manufacturer narrative:
D4 and h4 unique identifier (UDI), medical device serial, medical device model, medical device catalog and device manufacture date not available. Upon investigation of the actual device used in this incident, it was determined that the discharged patients were showing on the stations. A technical support specialist checked crmc 2e database synchronization logs and identified an error, after which the customer requested remote access to troubleshoot a database, structured query language related issue. Tss worked with the customer on stations 2e and 2w and reviewed all available patients list, where discharged patients were observed, verified station settings on the server and confirmed the discharge delay hours were set to 6 hours, indicating the system was functioning as designed. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, discharged patients were showing on the stations. The customer reported that discharged patients were showing on stations and identified the affected stations as crmc_2e, ed, and 2w. However, there were no delay or adverse events or injuries reported based on this event.